Event description:
It was reported that an unexpected reset occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 900-1200 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Pump system check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.